Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short. Customer reported of going to bed with blood glucose readings of 87 mg/dl and waking up with blood glucose readings of 437 mg/dl and 500 mg/dl. Troubleshooting was performed for high blood glucose readings. Customer states there were no site or insulin issues; and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.